Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) noticed that the minicap was broken after ten to fifteen minutes of use. The minicap did not have any defects when the package was just opened. Also, the hp was able to connect the minicap without any problems. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.